Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the clinic on (B)(6) 2026. There was damage noted to the external layer of their driveline on the modular portion. The modular cable was exchanged in the clinic. Alcohol wipes were used to clean the exterior portion of the modular connection prior to the cable exchange. The pump was restarted without issue, but driveline communication fault alarms appeared after the exchange was completed after a few seconds. Log files were sent for review. The log files captured driveline communication fault alarms at 1:34 pm on (B)(6) 2026 following the modular cable exchange. The log files also captured low flow events 07jun2026 and 08jun2026. These occurred at times when the pulsatility index (pi) was elevated. There were no other unusual events recorded in the log file event history. The mechanical circulatory system (mcs) equipment was operating as intended. The patient's system controller and modular cable were later exchanged. The pump restarted without any issue and the driveline communication fault resolved but then a driveline power fault occurred. Additional log files were sent for review. Based on provided images of the modular connector, there was clear corrosive material. It was later communicated on (B)(6) 2026, that debris was removed from the pump side connector and was cleaned. The driveline power and communication faults were resolved.